Event description:
On (B)(6) 2024, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving a bg reading of 77 mg/dl followed by a bg reading of 121 mg/dl from his dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that expired in january 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". A replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. After the above was received, dario's representative followed up with the user. The user reported that although he received the new cartridge of strips, he didn't open them yet. Instead, the user reported that he opened and tested with a new cartridge of strips that he had at home, that were not expired, and he received bg readings within his normal range. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.